Event description:
Re the rv lead. So looking back at the history. At his box change his device was alarming due to high impedance on rv bipolar lead. At that time (2015) it was advised to programmed the rv pacing/sensing to tip to coil as bipolar had a high impedance. I suspect there was a header/ pin issue (cannot rule out lead issue). Lead/header never revised. Weirdly recently the impedance appears to have 'normalized' having been> 3000 ohms since box change in 2015. He did have shock therapy at around the time it normalized. I am wondering whether tech support could propose a theory as to why this might have 'normalized'? The rv lead is 0158 (guidant) integrated lead. The lv lead is also guidant (lvl lead I assume has been adapted). Weirdly paced ECG does not look like left sided pacing (negative in vl/v2 even when pacing lv only!). (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).